Event description:
It was reported that the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 5 and 24 hours. The pod was leaking insulin. As treatment, a new pod was applied. The device investigation observed an external cannula damage and fluid leakage during testing.

Manufacturer narrative:
A tear was observed on the right side of the external soft cannula, resulting in a fluid leak. The cannula tear is confirmed as the root cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.